Event description:
Same case as mfg. # 2134265-2009-04264 and 2134265-2009-04265. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, two stent delivery system catheters were froze on a guide wire. There were three 90% stenosed lesions being treated in the non calcified and non tortuous right superficial femoral artery. The sentinol biliary 5x80mm stent catheter was attempted to be advanced to the first lesion, 70mm in length, until 5cm before the lesion, and the catheter froze on the magic torque guide wire. The stent delivery system and the guide wire were both withdrawn from the pt as a unit. The lesion was treated with another unspecified stent and guide wire. Another sentinol biliary 5x80mm stent catheter was advanced on another MFR's guide wire to he second 65mm lesion, and the catheter froze on the wire. The stent delivery system and the wire were removed from the pt as a unit. The second lesion was treated with another unspecified guide wire and stent. A third 35mm lesion was treated with a sentinol biliary 5x40mm stent and another magic torque guide wire. Unspecified balloons were used to pre and post dilate the lesions. No pt injuries or complications were reported. The pt status is reported as "ok".

Manufacturer narrative:
Pt's age: 70 plus years. It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed. (B)(4).